Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in excellent condition. A review of the event history log identified positive supply background test and background self test timeout. During functional testing using the power up process and the occlusion test the reported issue was able to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced the main board, the battery, and performed power up process and functional test which passed.

Event description:
It was reported that the pump exhibited a failure and needs the board replaced. No patient injury was reported.